Manufacturer narrative:
On (B)(4) 2016, the medical affairs director performed a clinical evaluation and commented as follows: femoral stem loosening in tha 5+ years after primary implantation. Femoral bone reaction to the implant is macroscopic. On contralateral side, tha is silent. Distal load transfer evidently took place for a long time, but the reason for such a reaction is unknown. The findings are unusual, particularly to this extent. Root cause cannot be determined. Batch review performed on (B)(4) 2016. Lot 102757: (B)(4) items manufactured and released on 30 september 2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(4) 2016 the r&d project manager visually inspected the retrieved implants with the following comments: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is still extensively present in the proximal part. On the femoral head, some scratches can be seen, probably caused during the removal phase. On the liner the hole relative to the screw used to disassemble it from the shell can be seen. The internal surface of the liner is slightly yellow probably due to lipid absorption. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
Revision because of stem loosening.

Manufacturer narrative:
On 02 june 2016 it was prepared a final report with the information already submitted in the initial report.on 06 june 2016 the report was sent to the initial reporter and the case was closed.